Event description:
It was reported that the doctor placed poly into tray and would not properly seat. Opened same size and successfully seated poly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated lot number based on additional information. The patient is (B)(6) inches in height. An event regarding a seating issue involving a triathlon insert was reported. The event was confirmed. Visual inspection: the insert and locking wire partially attached were returned. The superior bearing surface appears undamaged and is unremarkable. The anterior face of the insert component, the locking wire has been displaced on one side. The inferior surface has a large section of the insert uplifted, close to the anterior face and slot retaining wall. There are marks on the posterior lugs of the insert which appear to have been caused during the attempted seating, the insert component may have encountered an obstruction. There are scratches evident on the locking wire which appears to have been caused by the user during the attempted implantation. It appears that an implement was used to push back on the insert component during the attempted seating causing the deformation and scratches observed on the locking wire. The reported component was not implanted. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review confirmed that there has been no other similar event for the reported lot. Conclusions: based on the visual inspection of the returned component, the damge observed on the part was caused by the user and would have rendered the component unusable.

Event description:
It was reported that the doctor placed poly into tray and would not properly seat. Opened same size and successfully seated poly.